Event description:
It was reported that device had a wireless module communication failure. Device analysis identified an alarm on power up of intermittent connection. There was unknown patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified 52 alarms of "communication module intermittent connection". The reported issue was confirmed at power up where an alarm of intermittent connection message was displayed. The root cause of the problem was a faulty communication module. A new module will be replaced to fix the issue. The pump passed all the functional tests.